Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported in (B) (6) 2004 the patient underwent treatment for the peripheral cutting balloon device for two lesions. The target lesion was at the avf with no vessel tortuosity. The lesion was de novo and no calcification at target lesions. Target lesion one reference vessel diameter 8mm by 10mm in length, stenosis was 80 % pre-procedure and 0% post-procedure. Lesion morphology showed concentric stenosis and tight stenosis. Target lesion two reference vessel diameter 7mm by 10mm in length, stenosis was 90 % pre-procedure and 0% post procedure, lesion morphology showed concentric stenosis and tight stenosis. One month follow up visit in (B) (6) 2004 vital status of the patient as alive. The target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure or have any intervention since the procedure on any vessel. Three month follow up visit in (B) (6) 2004 vital status of the patient as alive. The target lesion remained moderately patent following the procedure. The patient did not experience an adverse event since procedure or have any intervention since the procedure on any vessel. Six month follow up visit in (B) (6) 2005 vital status of the patient as alive. The patient had conventional angioplasty in (B) (6) 2005 of the target lesion for angiographic restenosis. Twelve month follow up visit, in (B) (6) 2005 vital status of the patient as alive. Additional assessment included checking of blood pressure and flow during dialysis. The target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure or have any intervention since the procedure on any vessel.